Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion was pre-dilated with a maverick 2.5 x 20 mm balloon. The physician implanted a taxus express2 3.00 x 28 mm drug eluting stent and deployed to 16 atms. As he started deflating the contrast came out as normal and the balloon was deflated, however he experienced balloon withdrawal resistance and stickiness. The physician tried to push in and pull back the delivery sheath several times and finally withdrew the whole system. No pt injuries or complications were reported. The pt's condition is reported as stable.